Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Pump passed test, active current and sleep current test. Unable to perform the displacement test due to missing retainer. Power loss alarm not found during testing.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm. Customer's blood glucose level was unknown. The customer reported that the insulin pump had a second occurrence of replace battery now alarm without getting a low battery alert. The device will be returned for analysis.